Event description:
Healthcare professional (hcp) reported two blood leaks with reused ca 210 dialyzers. The blood leaks occurred in 2001. Reuse numbers of the dialyzers were not known by the hcp. Positive hemastix results confirmed the blood leaks. New dialyzers and blood lines were set-up and the treatments continued without further incidents. No patient injury or medical intervention was reported by the hcp.